Manufacturer narrative:
(B)(4). The device was received for evaluation visual inspection was performed with naked eye and magnification and found a damaged patient adapter. Integrity of seal surface testing/connection testing, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was not verified; however an additional defect of damaged was identified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set separated from the titanium adapter during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.